Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while taking major vessel in a laparoscopic video assisted thoracoscopic lobectomy, the device seemed to crack when articulating and placing around a vessel, when being removed, the reload broke off and part of it joins the stapler handle. The surgeon replaced the reload and handle to resolve the issue. There was no patient injury.